Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the manufacturer representative (rep) was on the phone with the patient and patient reports seeing settings not available on the patient controller. Leads are occipital and patient has programs 1 and 2 on both groups a and b using multiple contacts. The rep had patient try bringing down amplitude with no resolve. It was recommended to test electrode impedance. Troubleshooting could not be performed due to lack of access to product. The rep would work with the patient to schedule a follow-up appointment. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was receiving an out of regulation (oor) warning when trying to use stimulation. The rep reported that there were out of range impedances. The rep reprogrammed the patient to exclude the out of range contact. The issue was resolved. No further complications were reported.